Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the system's power supply, capacitors, and hard drives. The system was calibrated and safety tested to factory's specs.

Event description:
Customer reported the panorama central station shut down, which may have affected pt telemetry monitoring. No pt injury was reported.